Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced groin pain and discomfort that led to a surgical intervention. During surgery, it was decided to remove and replace the reservoir, and to reposition the pump. No additional patient complications were reported.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer was aware of the event.